Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio iq charging cable had a ¿short¿ and was not working. The complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient reported that the alleged issue began on the morning of (B)(6) 2017. The patient manages her diabetes with self-adjusted insulin (humalog) and advised that in response to the alleged issue, she administered an extra 20 units of insulin. The patient reported that an unknown time after the alleged issue occurred, she developed symptoms of feeling ¿sweaty and light headed.¿ there was no report of medical treatment for an acute blood glucose excursion. The patient denied testing her blood glucose on another device. At the time of troubleshooting, the csr walked the patient through resolving the issue; however, the issue remained unresolved. The subject product was requested back and a replacement was sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after administering extra insulin in response to not being able to test with the subject device due to the alleged issue.